Event description:
When md (medical doctor) placed the endoscopic bag through the trocar, the seal on the trocar got stuck on the middle of the shaft and got pulled off the trocar. The trocar was a 15mm sleeve and endoscopic bag was a 12mm shaft, so there should have been enough clearance for the bag to pass through without affecting the seal.